Event description:
Allegedly the surgeon found pseudotumor around her hip at the routine medical checkup. So the surgeon performed the revision surgery at (B)(6) 2015.

Manufacturer narrative:
This is the same event as 3010536692-2015-01311.